Event description:
It was reported that continuous cardiac output value was too low. Continuous cardiac output measurement value was around 1.2l and index cardiac output measurement value was around 4l. Blood temperature measurement was correct. There was no pt complications reported.

Manufacturer narrative:
Device not returned.